Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device longevity showed two years remaining. Boston scientific technical services (ts) discussed that it could be tricky to catch elective replacement indicator (eri) with device that depleted inappropriately. Moreover, engineering analysis determined that the battery diagnostic data indicates that the device appears to continue to consume high power. To date, the device remains in service. No adverse patient effects reported.